Event description:
Wheelchair was driven into a swimming pool. Unknown how this happened. Chair was dried out, unknown how long. User attempted to power up chair, controller box began to smoke. Dealer believes, but, is uncertain, there might have been actual flames. Part of the plastic shroud melted. Dealer believes controller was the only electrical component that smoked or caught on fire. No reported injuries either while driving into the pool or when the chair smoked. No reported damage reported in either incident. Replacement parts quoted.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41srr serial number/date code (B)(4) is approximately 1 year 4 months old. The user manual part number 1143206rev g (feb-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.